Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that breakage was found before use with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter, "the blue hub on the needle is cracked and can't take the cap off because blue part is broken in half, it kind of spins. "There is a sort of split on the blue hub of the pre-attached needle. One syringe was broken and one is about the fall off" 2 occurrences were reported.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage was found before use with a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle. The following information was provided by the initial reporter, "the blue hub on the needle is cracked and can't take the cap off because blue part is broken in half, it kind of spins. "There is a sort of split on the blue hub of the pre-attached needle. One syringe was broken and one is about the fall off". 2 occurrences were reported.